Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for evaluation and the inflation issue was confirmed. A leak was confirmed due to tears in the inner member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided, and analysis of the returned unit, the tears in the inner member resulting in inflation issue and leak appear to be related to procedural circumstances . It is likely that the balloon and proximal end of the guide wire where not coaxially aligned during insertion causing the proximal end of the guide wire to inadvertently puncture the inner member resulting in inflation issue and leak during the attempt to pressurize the balloon. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous anterior tibial artery. The 2.5x120 mm armada percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion over a 0.014 inch guide wire. It was attempted to inflate the catheter; however, it would not inflate at all. Two inflations were attempted but the device was losing pressure. The pta catheter was removed and inspected and the physician noted a leak [rupture]. Another 2.5x80 mm armada 14 pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.